Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully separated and the carrier tube was in the fully rear locked position. The hemostasis sheath was found to have been cut apart in multiple locations. The suture was fully deployed from the carrier tube and the suture appeared to have been torn at the distal tip. The anchor was also returned with the device. The complaint was confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that once the case was complete, the doctor deployed an angio-seal. After setting the anchor, the doctor pulled the device back and the anchor never came out of the sheath. A j-wire was then re-introduced while holding manual pressure and another angio-seal was used with no issue. Upon talking with the staff, they assured everything was done correctly, and the anchor was retrieved on the back table after the case. It was found in the hub cap of the angio-seal sheath where the valve was located. It was believed that the clear bypass tube was not fully engaged before advancing the angio-seal device itself. The blood loss was less than 250cc's. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 24sep2024: the procedure performed was a hepatic angiogram/mapping. No relevant medical hx other than cirrhosis and hcc. The patient was not on blood thinners.

Manufacturer narrative:
. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.